Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low right atrial (ra) lead impedance. Approximately three months later patient experienced pain near their device site. It was also noted the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to a possible infection. The crt-p was used externally with the right ventricular (rv) lead until a new crt-p system was implanted six days later. No further patient complications have been reported as a result of this event.